Event description:
Dissection (r-tad): on (B)(6) 2020, emergency tevar was performed for a lesion of type b dissection with a ruptured saccular aneurysm in aortic arch. Due to difference in diameters, a ctag (gore, 3126-100) was placed in distal part and the relay plus was placed from the zone. Because of the urgency, the left subclavian artery was simply occluded. The relay plus was deployed to cover the ruptured part and the procedure was completed successfully. At the end of (B)(6) 2021, the patient saw a local physician because of occasional chest pain. Based on plain CT, r-tad was suspected. The patient was transferred to the sakakibara heart institute of okayama. On (B)(6) 2021, contrast-enhanced CT confirmed r-tad and it was decided to perform ascending arch replacement the next day. In the surgery, the ascending aorta was resected, and 1st stent of the relay plus was trimmed using metzenbaum. The distal part of synthetic graft was sewn to the proximal trimmed part of the relay plus. Subsequently, the procedure was successfully completed. The patient was in the ICU (as of (B)(6)). The physician's comment: as the tevar performed on (B)(6) 2020 was emergent, one size larger device was placed to treat the ruptured aneurysm though knowing there was dissection as well. The placement of the larger device might have resulted in the r-tad. The dissection occurred near the proximal bare stent of the relay plus, not on the greater curvature side, but on both of the anterior and posterior wall side of the proximal bare stent. Patient outcome - "the patient was in the ICU and condition is improving."

Event description:
Dissection (r-tad): on (B)(6) 2020, emergency tevar was performed for a lesion of type b dissection with a ruptured saccular aneurysm in aortic arch. Due to difference in diameters, a ctag (gore, 3126-100) was placed in distal part and the relay plus was placed from the zone. Because of the urgency, the left subclavian artery was simply occluded. The relay plus was deployed to cover the ruptured part and the procedure was completed successfully. At the end of (B)(6) 2021, the patient saw a local physician because of occasional chest pain. Based on plain CT, r-tad was suspected. The patient was transferred to the (B)(6) heart institute. On (B)(6) 2021, contrast-enhanced CT confirmed r-tad and it was decided to perform ascending arch replacement the next day. In the surgery, the ascending aorta was resected, and 1st stent of the relay plus was trimmed using metzenbaum. The distal part of synthetic graft was sewn to the proximal trimmed part of the relay plus. Subsequently, the procedure was successfully completed. The patient was in the ICU (as of (B)(6). The physician's comment: as the tevar performed on (B)(6) 2020 was emergent, one size larger device was placed to treat the ruptured aneurysm though knowing there was dissection as well. The placement of the larger device might have resulted in the r-tad. The dissection occurred near the proximal bare stent of the relay plus, not on the greater curvature side, but on both of the anterior and posterior wall side of the proximal bare stent. Patient outcome - "the patient was in the ICU and condition is improving."